Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06494. It was reported that the symptomatic patient presented with right ventricular (rv) lead dislodged. During lead revision procedure, it was noted that tissue was grown around the rv lead and atrial (ra) lead, biding them together. When physician attempted to remove rv lead, ra lead pulled back with it. Both leads were explanted and replaced. The patient was stable.